Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples (patient 1= 0.073 vs. Expected <0.012 ng/ml; patient 2= 0.057 vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result obtained from patient 1 was reported from the laboratory, however, a corrected report was issued and no treatment was given, changed, or withheld. The higher than expected troponin I es result obtained from patient was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two patient samples while using the vitros eci immunodiagnostic system. There was no indication that a reagent issue contributed to the event. The investigation determined the sample was processed in accordance with the tube manufacturer¿s recommendations, therefore; a pre-analytical sample handling issue was ruled out as potential contributing factor. The most likely assignable cause for the higher than expected tropi es results is instrument related, as a within-run tropi es precision test could not be completed due to the occurrence of instrument condition codes indicating the vitros eci immunodiagnostic system was not performing as intended. An ocd field engineer performed service actions to the instrument and following these service actions acceptable tropi es performance was obtained.